Manufacturer narrative:
When completed, the eval summary will be submitted in a supplemental report.

Event description:
It was reported that, "the assistant opened the package with femur in it. Upon pulling the femur out, it was noticed that there were blemishes on the femur itself. Dr. Chose not to use that implant. Back up implant was readily available and used to complete the surgery."